Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-nov-2019 from a healthcare professional who reported that the dye study on (B)(6) 2019 found a non-functioning catheter; there was no csf (cerebrospinal fluid) flow. The patient was informed and declined a revision. The pump was refilled with normal saline and programmed to minimum rate. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-05, additional information was received from a family member of the patient. It reported the patient's pump was alarming or beeping. The caller stated the patient's pump started to single-tone alarm about 4-5 days ago, and about 3 days ago, the dual-toned alarm started. The caller stated they know the pump will alarm when it was close to end of service (eos), but they didn't know what caused this alarm or how to resolve it. It was noted the sound was not consistent with sm alarms. The patient has not had any recent refills and was not near expected eri/eos. The patient did not have a ptm to see if there were any codes being displayed. The caller stated the patient didn't event use the pump, but though there was "medication just sitting in there per the doctor so she is worried that the medication is leaking into the patient", but did not think the patient could go through another surgery if needed. The caller then reported previously reported information. The caller mentioned the patient's hospital stay and the pump not functioning properly. The caller stated that at the end of (B)(6) 2019 or the beginning of (B)(6) 2019, they met with a manufacturer representative (rep) who tested the pump and catheter, and found out that the catheter was not delivering medication to the patient. The caller stated that was probably why the patient was going through withdrawal symptoms prior to their hospital stay. The caller stated the timing on the withdrawal was "fuzzy", but they believed the hospital stay was caused by the withdrawal, which lead to finding out the catheter wasn't functioning. The caller stated that the patient no longer uses the pump. The patient uses exterior patches for the patient that "don't work very well", but they believe there was still medication in the pump (fentanyl and clonidine).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and clonidine via an implanted pump. The indication for pump use was malignant pain (pelvis/pelvic). On (B)(6) 2019 the patient¿s daughter reported that the last time they were at the doctor¿s office checking the pump level there was a question about whether or not the patient¿s pump was working properly. The event date was noted to be 6-8 months ago. The patient was now in the hospital and the reporter wanted to have someone check the pump. Additional information was received from the healthcare provider who reported that in clarification of the report that "when the pump was last checked at the office, there was a question regarding if the pump was working properly, the patient cancelled the dye study and was rescheduled for wednesday (B)(6). No patient symptoms were reported. No further complications have been reported as a result of this event.